Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was reported that a pwd had experienced high glucose levels of 400 mg per dl, and upon removal of the site, bleeding had been noted, and the infusion set cannula had been found kinked. It was stated that medical attention had not been required. The infusion set had been changed, and the individual had reported feeling much better, with the current blood glucose at 185 mg per dl. It was further mentioned that skintac had been used to prepare the site to help with adhesion.